Manufacturer narrative:
Submitted: 08/04/2015, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: device evaluation: on investigation, the audio bolus button was inoperable. There was no damage to the audio bolus button cover. The button cover was removed for further investigation and revealed the underlying button slug was inverted.

Event description:
The pump was returned for investigation. Investigation revealed an inoperable audio bolus button. This report is made based on results of investigation completed on (B)(4) 2015.